Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose 400 mg/dl and 321 mg/dl and last wednesday and next morning blood glucose of customer was 370 mg/dl. The customer treated their high blood glucose with manual injection. The insulin pump will not be returned for analysis.